Event description:
It was reported the device was tested prior to use with no issues noted. The reporter stated the device was placed in use with patient and the device leaked from the cuff. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one sample was returned for evaluation. The examination of the device showed no obvious discrepancies. The device was given functional testing; this showed leakage at the cuff. During production this device type is 100% leak tested- if this damage had been present at the time the device would have been scrapped. The issue was determined to likely have occurred due to damage during use.